Event description:
Its reported, that the consumer underwent a left total hip arthroplasty on (B)(6) 2008. Its further alleged that elevated levels of chromium and cobalt were revealed in blood work. The consumer underwent revision surgery on (B)(6) 2018.

Manufacturer narrative:
Updated patient information and product information. Reported event: an event regarding revision due to altr and abnormal ion levels involving an lfit v40 head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: rejected for medical review cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x- rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion:  lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Its reported, that the consumer underwent a left total hip arthroplasty on (B)(6) 2008. Its further alleged that elevated levels of chromium and cobalt were revealed in blood work. The consumer underwent revision surgery on (B)(6) 2018.